Event description:
It was reported that six anchors shattered into pieces on insertion during a bankart repair procedure. All pieces were retrieved. The surgery was delayed for approximately 45 minutes but no adverse patient consequences were reported from this event. Further patient information was requested without success. This device is used for treatment.

Manufacturer narrative:
The devices are expected for evaluation but have not yet been received. A follow up report will be submitted upon completion of the investigation.